Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the procedure performed on (B)(6) 2024. During the procedure, after firmly squeezing the handle to grasp the tissue, the clip failed to detach from the sheath. The tissue was regrasped, and another attempt was made, but the outcome remained the same. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip failed to release. Block h11: investigation result the device was returned for analysis after a procedure where the clip failed to detach from the sheath despite multiple attempts. Upon inspection, the clip assembly performed a full deployment without issues. A risk review confirmed that "clip failure to release from catheter" is documented in the risk analysis and is considered an acceptable risk. The investigation concluded with "no problem detected" as the cause, as no issues were found with the device. No further escalation is required at this time.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of the clip failed to release.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the procedure performed on (B)(6) 2024. During the procedure, after firmly squeezing the handle to grasp the tissue, the clip failed to detach from the sheath. The tissue was regrasped, and another attempt was made, but the outcome remained the same. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.